Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The initial hcg + b result was >10,000 miu/ml with a data flag. The sample was automatically repeated by the instrument using a 1:100 dilution and the result was 993.3 miu/ml. The sample was repeated straight and the result was >10,000 miu/ml with a data flag. The sample was automatically repeated by the instrument using a 1:100 dilution and the result was 11,494 miu/ml. The result of 11,494 miu/ml was believed to be correct and was reported outside of the laboratory. No adverse event occurred. The hcg + b reagent lot number and expiration date were not provided.

Manufacturer narrative:
Based on additional data provided by the customer, the result of 11,494 miu/ml from the sample that was automatically repeated by the instrument using a 1:100 dilution was accompanied by a data flag. The hcg + b reagent lot number was 259199. The field service engineer (fse) and the field application specialist (fas) visited the customer site. The customer no longer had the patient sample in question due to storage issues. Instrument performance testing was completed on 04-jan-2018 with no issues. The customer stated they have had no issues since 01/12/2018. Calibration results from 14-dec-2017 were acceptable. Qc results from the day of the event were acceptable. Qc trace data did show high imprecision at all levels and low results for levels 1 and 3. During a review of the alarm trace, no relevant alarms were present, but there was some indication that liquid flow cleaning may be recommended.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.